Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The customer tried resolving the issue by re-calibrating, but they received ise noise and "compensation limit" errors. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas c 311 analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 110 mmol/l and it repeated as 136 mmol/l. The sample initially resulted in a k value of 2.54 mmol/l and it repeated as 3.83 mmol/l. The sample initially resulted in a cl value of 125.8 mmol/l and it repeated as 97.4 mmol/l.

Manufacturer narrative:
The repeat results were deemed correct by the customer. The calibration was repeated by the customer and was acceptable. Quality controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, abnormal probe aspiration and ise noise alarms were observed near the time the sample was processed. The field service engineer determined that a system reagent valve was defective as it was leaking. The valve was replaced and tubing connections were re-seated. The ise reagents were primed. Successful ise checks were performed. Precision studies were acceptable. The investigation determined the service actions resolved the issue.